Manufacturer narrative:
The ge service rep reseated +5 volt contacts on power supply. Also boosted voltage to 5.2 volts on pcbs. The workstation is now working properly.

Event description:
The customer reported the workstation was rebooting on its own. The ge service rep confirmed the +5 supply in workstation was too low and causing the workstation to reboot itself. There was no pt injury or involvement.